Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient reported having a seizure (B)(6) 2016, and the patient reported being in the hospital for 1 month. The patient reported that the tried to charge around (B)(6) 2016 but their recharger would not charge the ins. The patient reported that they had another seizure on (B)(6) 2017. The patient also reported that their back started to bother them, and their sciatic pain reported on (B)(6) 2017. The patient was referred to their healthcare provider (hcp) and it was recommended that the hcp checks their ins for overdischarge.